Manufacturer narrative:
It was reported on 15 jun 23 to stryker by a sales rep that during a case, an operon d830 sn (B)(6) table dropped when put in reverse trend+tilt. A patient was on the or table at the time of the incident and there was patient involvement of patient liver being injured with a small laceration. A stryker field service technician (sfst) was dispatched for investigation and servicing on 16 jun 23. During the initial visit, the sfst performed functional testing on the table, checked for fluid leaks, checked for loose screws, and ran multiple cycle tests but was unable to duplicate the issue. The sfst also connected their laptop and checked error logs but only observed one for power start up and nothing related to this issue. Based on the physical evidence, the service history reviews, and the field service investigation, the exact root cause of the unintended motion is unknown. The sfst did not find any error logs after connecting laptop to the table related to this issue. The most probable root cause would be collision of the table with other equipment in the room or user error. This case is still under investigation. As reported, there was a reported injury. If further information is obtained, a supplemental will be filed.

Event description:
It was reported that the d830 (B)(6) table dropped when put in reverse trend+tilt in or 4. It was further reported that there was a patient on the or table at the time of the incident. This was during a laparoscopic procedure and the liver was injured with a small laceration.